Event description:
It was reported that the patient had episodes that felt like she was about to pass out and when her heart rate was monitored by her caregiver it was over 200 bpm. It was reported that the patient¿s heart rate was higher when she laid on her right side than when lying on her left side. The increased heart rate was noted to be present for approximately 28 minutes. The patient was admitted into a cardiac unit. According to the patient¿s caregiver, the device was programmed off while hospitalized and that the heart rate ¿issues¿ went away. The device has not yet been programmed back on. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Information was received that suggested the patient¿s generator was possibly re-enabled since the initial report. A review of programming history for the patient¿s generator confirmed the device was re-enabled after the previously reported disablement. No additional pertinent information has been received to date.